Event description:
The patient presented with possible infection. Doctor wanted to do a wash out and poly swap.

Manufacturer narrative:
Additional information has been requested and if received will be provided in a supplemental report. (B)(4): not returned to manufacturer.

Event description:
The patient presented with possible infection. Doctor wanted to do a wash out and poly swap.

Manufacturer narrative:
The reported device was manufactured and accepted into final stock with no reported discrepancies. A review of the sterility records showed that the sterile lot was within specification. Records indicate there have been other similar events for the reported catalog number and product family. None are related to design, manufacturing, or material factors. There were no other reported events for the sterile lot.based on the results of the evaluation, insufficient information was received to confirm the reported event or determine a cause.